Event description:
It was reported that there was difficulties in positioning the rv lead. When lead was repositioned, low pacing impedance was observed. Decision was made to implant another lead. There were no consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis was normal. No anomaly was found.